Manufacturer narrative:
G2: citation: authors: kawamura, s., koizumi, s., umekawa, m., miyawaki, s., kinoshita, o., ono, m., saito n.. Long-term benefit of mechanical thrombectomy for acute ischemic stroke in patients with a left ventricular assist device: a single-center retrospective study. World neurosurgery 165 2022. Doi: 10.1016/j.wneu.2022.06.046 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See manufacturer report 2029214-2023-02464 for related report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Kawamura, s., koizumi, s., umekawa, m., miyawaki, s., kinoshita, o., ono, m., saito n. (2022) long-term benefit of mechanical thrombectomy for acute ischemic stroke in patients with a left ventricular assist device: a single-center retrospective study, world neurosurgery, 165, e331-e336 doi: https://doi.org/10.1016/j.wneu.2022.06.046 medtronic literature review found report of patient complications in association with solitaire stent. The authors reviewed 9 cases in 8 patients with left ventricular assist device (lvads) who developed acute ischemic stroke (ais) and underwent mechanical thrombectomy.  Of the 8 patients, the median age was 52 years, 88% were male and 12% female. The article does not state any technical issues during use of the solitaire. One patient developed malignant cerebral edema after thrombectomy and passed away on postoperative day 78. One died due to cerebral hemorrhage, ipsilateral convexity subarachnoid hemorrhage (sah) on the day after the procedure (asymptomatic). One patient experienced hemorrhagic complication of ipsilateral convexity sah on postoperative day 23, asymptomatic. Cerebrovascular events were observed in 6 cases during follow up. Intracerebral hemorrhage was observed in 2 cases, sah was observed in 3 cases, and cerebral infarction was observed in 3 cases.  Effective recanalization was achieved in 8 out of 9 cases. One case with multiple occlusions had mtici 1 recanalization. Recurrent ischemic stroke necessitating mechanical thrombectomy was observed in one patient who had left middle cerebral artery (mca) occlusion and developed second ais of posterior cerebral artery (pca) occlusion 4 years after the first procedure. Another patient developed putaminal hemorrhage with a mass effect, and hematoma evacuation was performed. See attached literature article.